Event description:
Original care date was (B)(6) 2010 for endovascular repair of an abdominal aortic aneurysm. The device was performing as intended with reduction in sac size. A late type iii endoleak developed and the clinician intervened to remove the stent graft.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no info to suggest that the device has not met the final release criteria. Upon initial review of the stent graft it was observed that the explanting surgeon had cut across the graft at the level of the bottom of the socket. A wire just above the flow divider was broken and two small holes (0.1 square millimeter and 0.5 square millimeter) were present which would have been the site of the type iii endoleak leak. The holes are likely caused by external abrasion, possibly from calcification.